Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? No further information is available. What were the diagnosis and indication for the index surgical procedure? Laparoscopic radical prostatectomy. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. The patient had no past medical history such as dm. Was there any intraoperative concurrent use of other products? No further information is available. What is the lot number? No further information is available. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? No further information is available. Where was the surgicel used (on what tissue)? Around the bladder after total resection. How much surgicel was used during the procedure? No further information is available. What were current symptoms following the index surgical procedure? Onset date? On pod 9, pyrexia (scheduled to be discharged on pod 10) and CT revealed abscess on both sides of the bladder. At present, the tumor shrank, and the patient was discharged on postoperative day 20. Has any surgical or medical intervention been performed? Meropen was administered from day 9 to day 10. The patient was prescribed oral levofloxacin at discharge. What is physician¿s opinion as to the etiology of or contributing factors to this event? Although the direct cause is unknown, there was an abscess in the area where the powder was used, and therefore it is considered to be related. If arista or nu-knit had been used so far, the same event did not occur even if they were left. Also, if it was an intraoperative problem, it would occur immediately after surgery, and there was no leakage at the vesicourethral anastomosis. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pyrexia and abscess? No further information is available.

Event description:
It was reported that a patient underwent a laparoscopic radical prostatectomy procedure on (B)(6) 2021 and absorbable hemostat was used. The absorbable hemostat was used around the bladder after total resection. After leaving for about 3 minutes after spraying, it was washed and aspirated with running water. The wound was closed after hemostasis was confirmed. There were no problems with the method of use during the surgery. On postoperative day 9, pyrexia was discovered and a CT scan revealed abscess on both sides of the bladder. At present, the tumor shrank, and the patient was discharged on postoperative day 20. Meropen was administered from day 9 to day 10. The patient was prescribed oral levofloxacin at discharge. The surgeon believes there was a causal relationship between the product and event, although the direct cause is unknown, there was an abscess in the area where the absorbable hemostat was used, and therefore it was considered to be related. Additional information was requested.